Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/16/2015. Additional narrative: it was reported that patient underwent cystoscopy bladder biopsy fulguration of biopsy sites and excision of vaginal mesh on (B)(6) 2015.

Manufacturer narrative:
(B)(4). It was reported that following the insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to vaginal erosion of mesh. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to pelvic pain and retraction of mesh.